Event description:
The pt experienced a return of symptoms after falling on her implantable neurostimulator (ins). She stated that the ins "broke in half." The ins had not been checked by a health care professional and no medical images had been taken. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).